Event description:
It was reported to medtronic neurosurgery that during the implantation surgery the valve was found to not be draining and that a small hole was identified. The device did not have patient contact.

Manufacturer narrative:
The returned valve was patent. It met requirements for the siphon and preimplantation tests. It did not meet all of the requirements for the reflux, pressure-flow, and leakage tests. A small tear was observed on the top siphon control membrane. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of the manufacture. (B)(4).